Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched and reported that he traveled to the customer site to troubleshoot and repair the iabp. The fse examined the fiber optic cable/connector assembly and saw no physical damage. The fse performed the fiber optic test in diagnostics mode and observed proper transducer and fiber optic waveforms. As a precaution, in case of intermittent faults, the fse replaced the fiber optic module. The iabp passed the functional checkout and safety test. The customer request the iabp be returned to clinical use as soon as possible, so there was not enough time to run the battery run time test and also recharge the batteries. The iabp may be fully cleared for clinical use after the customer has performed a battery run time check. At the present time the iabp is in use and the customer has not confirmed the battery run time test yet. If any further information is provided a supplemental report will be provided. The full name of the event site listed, is (B)(6) . An abbreviation was used due to the full name exceeding the maximum character limit for that field.

Event description:
The customer reported that the intra-aortic balloon pump (iabp) was having fiber optic issues while the iabp was in use on a patient. No adverse event has been reported.